Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor broke at the needle at the time of insertion. Her blood glucose was 110mg/dl at the time of reporting. The sensor is being replaced. No equipment is being returned. No additional information was reported.